Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient was implanted bilaterally with two drg leads of the same lot number. It was reported that during the implant procedure of the right l5 level lead, the patient experienced a csf (cerebrospinal fluid) leak. Lead was placed successfully and procedure concluded with effective stimulation for the patient. It was noted that the patient was asymptomatic, in post-operative recovery. It was further noted that at 2-day post-operative, a blood patch was performed to resolve patient¿s headache. Also, patient is satisfied with their therapy.